Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. (Ndr) additional observations: ¿ crease flat observed. ¿ white particles inside of the device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.